Event description:
It was reported that the customer had been receiving no delivery alarms every time he tries to bolus. Customer has already changed his set. Customer wants a new pump and does not want to troubleshoot. Customer has to go to work and does not feel good. Customer will continue to use the pump for basal delivery and take injections for bolus. Customer's blood glucose level was 580 mg/dl. It was explained that the no delivery alarms may be due to site, set, or reservoir issues. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.